Event description:
The account alleged that the brakes are not holding. No injury reported.

Manufacturer narrative:
The account replaced the brake casters and the brake mechanism to resolve the issue.